Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent a sigma fixed bearing cr construct with ti tibia some time ago. Over the past several months she has had increased pain in her knee. On x-ray, it was suspected that her tibial component was loose and indeed in the or, the tibial component was found to be loose. The previous total (except for the patella) was removed and a tc3 rp revision construct was implanted. It is not known what cement was used in the primary surgery.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history lot: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.